Event description:
It was reported that this pacemaker was found to be in safety mode. The device was decided to be exchanged. During replacement procedure, it was also found that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with high pacing thresholds. The cause of the issue was undetermined. A new lead was then successfully implanted. No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The device case was removed to facilitate inspection of the internal components and further testing. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that this pacemaker was found to be in safety mode. The device was decided to be exchanged. During replacement procedure, it was also found that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements along with high pacing thresholds. The cause of the issue was undetermined. A new lead was then successfully implanted. No additional adverse patient effects were reported. Device was received for analysis.